Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report#: 3006705815-2019-01519; reference MFR. Report#: 3006705815-2019-01518. It was reported the patient experienced an itchy rash on the entire body post permanent implant procedure on (B)(6) 2019. Additional follow-up is pending to determine the next course of action to address the issue.

Event description:
Related manufacturer reference number 3006705815-2019-01519; related manufacturer reference number 3006705815-2019-01518.